Event description:
Petitioner alleges leg/foot pedal fell off the powerchair causing leg to be caught under the chair breaking leg.

Manufacturer narrative:
The model number, serial number, and device manufacture date have not been provided at this time. The device has not been made available for evaluation. Should further information or the device become available, a follow-up report will then be submitted.

Manufacturer narrative:
The model number, serial number, and device manufacture date have been updated. The device has not been made available for evaluation. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Petitioner alleges leg/foot pedal fell off the powerchair causing leg to be caught under the chair breaking leg.